Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory noted that the device did not set any fault codes (fc). A red screen indicates that the programmer issued the fc1003. A review of the temperature measurements in memory, noted five measurements at or below 0°c, all noted in november 2015. The battery voltages tracked with the temperatures. Analysis of the memory indicates that the fc1003 was induced by exposure to cold temperature below labeling (0°c) while in the shipping box. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was never in service. There have been no adverse patient effects.